Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 12/22/2015. Device evaluation: the device has been returned and evaluated by product analysis on 12/10/2015 with the following findings: investigation revealed a fully intact keypad with intermittently responsive ok and up keypad buttons. The contrast and down buttons were fully responsive during testing. The keypad cover was removed and no contamination was observed under the key contacts. However, the ok and up key contacts were observed to be cracked. Unrelated to the original complaint, the battery compartment was noted to be cracked. In addition, corrosion was observed inside the battery compartment. A leak test was performed and verified a battery compartment leak. The pump cover was removed and evidence of moisture was found on the printed circuit board and internal pump components. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.